Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two controllers were not returned for evaluation. Review of the controller log files associated with (B)(6) revealed a controller power up event on (B)(6) 2020 at 20:35:39. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two with 57% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port one and (B)(6) was connected to power port two. No anomalies were observed leading up to the loss of power. The controller was without power for 14 seconds. Additionally, analysis of (B)(6) alarm log file revealed a controller fault alarm logged on (B)(6) 2020 at 21:14:06 due to an internal battery fault. Review of the controller log files associated with (B)(6) revealed multiple controller power up events logged on (B)(6) 2020 between 22:06:31 and 22:08:37, with an associated motor start event at 22:08:52. Review of (B)(6) event log file revealed that, prior to the first power up event, the controller last had power on (B)(6) 2018. Additionally, review of the data log file revealed that (B)(6) was not in use prior to the controller power up events; the first data point logged since 2018 was at 22:09:10 on (B)(6) 2020, indicating that the power up events occurred during a controller exchange. As a result, the reported events were confirmed. A possible root cause of the loss of power event pertaining to (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Based on the available information, the most likely root cause of the reported loss of power event pertaining to (B)(6) can be attributed to a controller exchange. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: serial #: (B)(6). H3: yes h6: FDA method code(s): 4112, 4114 h6: FDA results code(s): 213 h6: FDA conclusion code(s): 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power followed by a controller fault alarm due to a depleting internal battery. Another controller also exhibited an unexpected loss of power. Both controllers remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This supplemental is being submitted as a correction to update that an additional controller was involved and that both controllers remain in use. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018 / serial or lot#: (B)(4). UDI #: (B)(4).d10: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 31-may-2018 h5: no h6: patient code(s): c50675 h6: device code(s): c63025 h6: FDA results code(s): 3233 h6: FDA conclusion code(s): 11 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an unexpected loss of power followed by a controller fault alarm due to a depleting internal battery. The controller was exchanged. No patient complications have been reported as a result of this event.